Manufacturer narrative:
The customer has opted to not have service performed on the laser system at this time.

Event description:
It was reported that during a prostate procedure, the laser system shut down/went into standby and would not fire; the procedure was not completed due to this event. There was no injury reported.